Event description:
Per st. Jude medical, this pt's egm's were showing inappropriate therapies due to oversensing. An x-ray showed that the lead was dislodged. The pt is scheduled to have the lead repositioned. Should additional information become available this file will be updated.